Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. The allegation that this was an out-of-box occurrence can't be verified, as the device was not returned for evaluation. Additionally, no photographic evidence was submitted.

Event description:
The case was completed using another ar-3770sp hybrid knee fibertak anchor without further impacting the procedure. There was no delay, additional anesthesia, or fragments reported. No further details were available or provided regarding the event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/31/2025, it was reported by a sales representative via email that an ar-3770sp hybrid knee fibertak anchor was not loaded correctly and, as a result, did not function. There was no impact on the case or the patient. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 4/24/2025.